Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 16dec2024, 27dec2024, and 03jan2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the screw that goes on the bottom front from stand to mount v60 to stand was broken. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the screw that the stand was v60 ventilator stand was broken. The customer was requested and was provided with the part numbers for a replacement foot retention plate, and thumbwheel screws. The investigation is ongoing.